Manufacturer narrative:
The field service engineer (fse) reviewed the instrument logs and determined that a premature luminescence had occurred during testing. The fse replaced a damaged pre-trigger level sensor which resolved the issue. After replacement of the part in the current complaint there have been no further occurrences of discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. No adverse trend for the pre-trigger level sensor related to this complaint was identified. A review of the architect i1000sr tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant result described in this complaint. The i1000sr erratic result rate is within acceptable limits with no trends identified. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false negative (0.000 ng/ml) architect stat high sensitive troponin-I on sample ID (B)(6) that repeated positive (0.555 ng/ml) on the architect i1000sr. The account uses a high sensitive troponin-I reference range of 0.000 to 0.026 ng/ml. No specific patient information was provided. No impact to patient management reported.